Manufacturer narrative:
A1: patient identifier: requested, not provided . A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: product trainer (ttw). The actual device has been returned for evaluation. One (1) 8fr angio-seal device was returned to for product evaluation. The returned device included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath was found to have been fractured, and the component was also able to be broken in a manner which is consistent with embrittlement due to light exposure during storage. The complaint can be confirmed for sheath broken/fractured. Sheath was found broken in a manner which is consistent with embrittlement due to uv or light exposure. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. A corrective and preventative action (CAPA) was implemented to introduce a stabilizer additive to the sheath that would prevent future breakages due to light exposure. The product in this complaint was manufactured prior to the implementation of the corrective action.

Event description:
The user facility reported that the angio-seal sheath tip fractured during deployment, resulting in severe bleeding. Due to concern that fragments might migrate and cause additional harm, the attending physician contacted a surgeon and attempted to retrieve the fragments. The outcome of the procedure is currently unclear. The patient is in the intensive care unit (ICU). The physician also inquired whether there is a method to assess the sheath's integrity prior to use. The hospital confirmed that the angio-seal storage conditions exclude exposure to ultraviolet (uv) light. Estimated blood loss exceeded 250 (cc). Additional information received 8 jul 2025: on july 7, following the completion of an electrosurgical procedure, an 8 french (fr) arterial closure was required. A self-paid 8 fr vascular closure device was selected. Prior to unsealing, the radiologic technologist and attending physician verified the device size, product information, and expiration date. Once confirmed, the device was unsealed. The radiologic technologist assembled the device and handed it to the attending physician to perform the vascular closure procedure. After removing the original surgical sheath, the sheath provided with the closure device was inserted successfully. However, during the final step of advancing the vascular closure device, the sheath suddenly cracked and shattered into multiple fragments, causing massive arterial bleeding. The nurse, radiologic technologist, and attending physician manually compressed the wound to control the bleeding. The attending physician removed visible fragments, but one fragment remained inside the patient. After achieving hemostasis, the patient was transferred for a computed tomography (CT) scan to locate the retained fragment. The patient remains under observation in the ICU. The hospital confirmed that the angio-seal storage conditions exclude uv light exposure.